Manufacturer narrative:
(B)(4). Investigation summary: a complaint of connection issues was received from the customer. Through visual inspection of the sample the pumping segment was found detached from the top part of the set. Through further investigation it was found that the upper blue retainer ring that attaches the pumping segment to the set was missing. A device history record review for model 2420-0500 lot number 20073017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of connection issue could not be verified, however a separation issues was confirmed. Root cause description: the root cause for this separation was the missing blue ring that holds the pumping segment and tubing together. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv pumping segment detached from the top of the set. The following information was provided by the initial reporter: "connection superior to pump segment piece disconnected."